Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was unknown at time of incident. Troubleshooting was performed. Customer reports they were able to clear the alarm(s) but unable to complete pump rewind. The customer was advised that the insulin pump requires replacement. The customer was also advised to revert to the back-up- plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with constant pump error 38 alarm noted during rewind due to corroded motor home switch.